Event description:
Caller reported false negative urine hcg results on three pts. One positive result was verified by quantitative test, the other two were not confirmed. Customer reports that they ran about 3 pt samples that gave false negative hcg results. They were run in duplicate to see if the issue could be reproduced. She said that samples were negative at the 3 min read time, but would become positive after 10 mins. One sample was sent for b-hcg and was found to be 10,000miu/ml. Others were not verified by quantitative results. They do check specific gravity and are usually 1.005-1.030. No other pt info was provided.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine lot: hcg101014-01, 100miu/ml hcg urine lot: hcg100513-01, 248.8iu/ml hcg urine lot: hcg100727-04. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=4). The 248.8iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established. Customer product will be investigated if it is returned.